Event description:
According to the available information, clogged stents requiring early replacement. Stent was placed on a scheduled basis and procedure was standardized and were changed on an emergency basis. Consequences: 1 to multiple rehospitalizations per patient due to acute renal failure. Early replacement of stents under general or local anesthesia in cancer patients. Patient experienced significant hematuria.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.